Manufacturer narrative:
Multiple attempts have been made to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that they can't get the unit out of the standby mode. The customer also stated that the device will not stay in standby mode. When attempting it will go right back into normal operational mode. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with the customer, and instructed the customer to power on the device in service mode when in front of the device and check the pneumatic screen for the average air standard liters per minute (slpm); if it is out of the range of -1 or 1, then the device will not stay in standby mode, and the manufacturer recommends replacing the flow sensor assembly for repair.